Manufacturer narrative:
H.6. Investigation: two photos of two 32g x 4mm pen needle samples and two cartons were returned. The complaint could not be confirmed hence the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos provided and the fact no physical samples were returned no further investigation can be carried out.

Event description:
It was reported that pen needle 31g x 5mm tw benelux pk came with a mix of product types. The following information was provided by the initial reporter: I found a single different needle type in a box of micro fine needles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31g x 5mm tw benelux pk came with a mix of product types. The following information was provided by the initial reporter: I found a single different needle type in a box of micro fine needles.